Event description:
Patient was found to have a retained portion of a 10 french salem sump in her stomach. Retained portion measured about 15 centimeters. Staff is unaware of how or when tube was broken or cut. The "cut" end of the tube does appear to be cleanly severed. Based on imaging, it appears that the tube must have been broken or cut between (B)(6) 2015 0022 and (B)(6) 2015 0600. Retained salem sump portion is visible first on (B)(6) 2015 at 0600 on chest x-ray. Although the tube is discussed on several radiographic reports, it is not identified as a retained portion of a salem sump until (B)(6) 2016. Retained salem sump portion was retrieved by flexible endoscope with no complications. Patient did not experience any complication or infections due to retained salem sump portion. Due to the length of the tube (about 90 cm) and the lack of easily readable markings, it is hard for staff to recognize if the entire tube has been removed. We would like to see all gastric tubes have a red tip at the end to easily identify if part of the tube was not removed. Also, this particular salem sump does not have number markings for measuring. There are a few black notches that identify certain lengths, but that is not as easily recognized. We believe that if this tube had a distinguishing marker (a red tip) at the end, the nurse/staff could have much more easily determined that they did not have the entire salem sump upon removal.